Event description:
Reported in journal article: "valve replacement in the small aortic annulus: prospective randomized trial of st jude with medtronic hall", european journal of cardio-thoracic surgery 11, march 1997; 485-492. This article compares results of 80 pts (42 with st. Jude and 38 with medtronic hall) with small aortic root. Study provides data for operative and late mortality as well as valve related complications. Conclusion: the study could not detect a difference in the performance of the sj and mh heart valves for aortic valve replacement in pts with small aortic annuli.